Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy cable and determined separation at the base of the cable (device end) caused the reported issue.

Event description:
The customer contacted physio-control to report that their device displays dash lines when the device is in paddles mode. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.